Event description:
On (B)(6), 2004, the pt was treated for an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. On (B)(6), 2006, computed tomography showed an aneurysm sac size of 5.5 cm. On (B)(6), 2010, computed tomography showed an aneurysm sac size of 6.4 cm. No endoleak was appreciated. On (B)(6), 2010, the pt had an additional procedure with three gore excluder aaa endoprostheses used to recline the original endograft system. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note additional device implanted on (B)(6) 2004: pcc14100/(B)(4).